Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone16.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose level rose to 658 mg/dl while wearing the pod for approximately 4 to 24 hours. The patient stated that the pod was not working and that no high blood glucose alerts were received. He also reported having 6.9 units of insulin on board with no effect on glucose levels. Upon pod removal, the cannula was found bent. Reported symptoms included hyperglycemia, ketones, brain fog, nausea, dry mouth, and shaking. The patient was treated with an intravenous insulin drip and lantus insulin. The patient was discharged later the same day, (B)(6) 2026.